Event description:
The ge oec 9800 fluoroscopy system reportedly would not rotate the images, then would not properly save the images to the memory.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective fluoro functions pcb that had noted reboots. All arcnet pcbs were replaced. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.